Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the alarm. The device was received with missing end cap sticker.

Event description:
The customer reported that the insulin pump had an error alarm, was stuck on prime/rewind mode, and insulin was squirting out. Advised the customer to revert to back up plan. The customer's blood glucose reading was 182mg/dl. Then the wife called and stated that her spouse is on a medication that makes it harder to maintain his blood glucose level. No further information was provided.